Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The product and data logs were not returned for investigation. The root cause of low flow was unable to be determined as limited clinical details were provided and no product or logs were returned for review. G1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-10826 was submitted. H6 code 4627 was reported incorrectly on the initial manufacturer device report 1220648-2024-10826. New codes have been added to health effect - impact codes.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Upon starting impella 5.5 support, the patient became hypotensive and akinesis was observed via transesophageal echocardiogram. At this time, the pump also experienced a loss in motor current and waveforms. The patient required advanced cardiac life support measures and clot ingestion by the pump was suspected. The pump was subsequently replaced in response to the noted issues.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.